Event description:
It was reported that the patient experienced unspecified reason with a male sling system. A new ams 800 artificial urinary sphincter was implanted. Additional information received stated that it could not be confirmed whether the sling was ams device or not. However, the patient experienced recurring incontinent. There were no complications during procedure and the outcome was favorable.